Event description:
There was a small tear in silicone casing to driveline which was reenforced with rescue tape.the patient was asymptomatic. Log file sent for review captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.